Manufacturer narrative:
The device was received for evaluation. Visual inspection identified irregular, opaque and brown pm on the chamber. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was found to have particulate matter in the chamber of the device. This occurred during patient infusion after 800ml of lactated ringers had been infused. There was no patient injury or medical intervention associated with this event. No additional information is available.